Event description:
A covidien monoject 12 ml syringe had some sort of brown contaminant on part of the plunger wall when it was removed from the packaging. The defect was found before it was used. It came from a 12ml pharmacy tray with luer-lock tip.